Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker system presented to the emergency room (ER) with presyncope. Upon interrogation, it was determined that the patient's heart rate was in the 30-40 beats per minute (bpm) range. Additionally, there were drops in right ventricular (rv) lead pace impedance measurements, however measurements remained within normal limits. Electrogram (egm) review revealed abnormal right atrial (ra) signals and farfield signal oversensing on the ra lead. Technical services (ts) reviewed troubleshooting options and possible causes, including possible lead-on-lead interactions. Additional information received reported that the right ventricular (rv) lead was surgically abandoned and replaced, and the pacemaker and right atrial (ra) lead remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this pacemaker system presented to the emergency room (ER) with presyncope. Upon interrogation, it was determined that the patient's heart rate was in the 30-40 beats per minute (bpm) range. Additionally, there were drops in right ventricular (rv) lead pace impedance measurements, however measurements remained within normal limits. Electrogram (egm) review revealed abnormal right atrial (ra) signals and farfield signal oversensing on the ra lead. Technical services (ts) reviewed troubleshooting options and possible causes, including possible lead-on-lead interactions. Additional information received reported that the right ventricular (rv) lead was surgically abandoned and replaced, the pacemaker was explanted and replaced, and the right atrial (ra) lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to b5/d6b: updated description and explant date to reflect device changeout. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing/sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this pacemaker system presented to the emergency room (ER) with presyncope. Upon interrogation, it was determined that the patient's heart rate was in the 30-40 beats per minute (bpm) range. Additionally, there were drops in right ventricular (rv) lead pace impedance measurements, however measurements remained within normal limits. Electrogram (egm) review revealed abnormal right atrial (ra) signals and farfield signal oversensing on the ra lead. Technical services (ts) reviewed troubleshooting options and possible causes, including possible lead-on-lead interactions. Additional information received reported that the right ventricular (rv) lead was surgically abandoned and replaced, the pacemaker was explanted and replaced, and the right atrial (ra) lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to b5/d6b: updated description and explant date to reflect device changeout.